Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited intermittent noise, which led to inappropriate shocks and anti tachy pacing. Additionally there was oversensing observed on this lead. As a result the patient was admitted to the emergency room (ER) for not feeling well. The device was interrogated and it was noted that the noise was only present on the rate sense portion of the lead. A chest x-ray was obtained which showed this lead was crushed under the patients subclavian. As a result this lead was surgically abandoned and successfully replaced. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.